Event description:
The customer reported that the fiber cap detached inside the patient at 156,018 joules during prostate vaporization. It was reported that the cap flushed out and that no part of the device was left inside the patient. The procedure was completed with another fiber. It was reported that there was no patient injury was a result of this event. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00500).

Manufacturer narrative:
(B)(4), the component fiber and cap are associated with the device break.